Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or interventions were reported; the patient will continue to be monitored. There were no patient consequences.